Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, PMA p080023.

Event description:
The customer observed a false negative alinity I anti-hbc result generated on an alinity I processing module for a 21-year-old female patient diagnosed with an ovarian mass. The following data was provided: sid (B)(6) anti-hbc initial result = 0.57 s/co, repeat result = 5.96 s/co. Additional results provided: hbsag = 79669.650 iu/ml (reactive), hbsab = 1.11 miu/ml (non-reactive), hbeag = 1373.11 s/co (reactive), hbeab = 43.51 s/co (non-reactive), hbcab = 0.57 s/co (non-reactive), hcv-ab = 0.03 s/co (non-reactive), syphilis = 0.05 s/co (non-reactive) there was no impact to patient management.